Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Visual inspection of the product showed the battery pack was busted open and there was black debris from the battery expulsion throughout the tyvek tray. The pack appeared to have been busted open, as it was warper at the seam, but the batteries were removed. There was black debris inside the pack as well as wrap from the outside of some of the batteries stuck to the plastic. Due to the damage from the expulsion, it could not be determined if there was damage present to the wiring before the expulsion. Device history record (DHR) review was unable to be performed as the lot number is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: china.

Event description:
It was reported that during surgery, the unit failed to spray. During product evaluation and visual inspection of the product showed the battery pack was busted open and there was black debris from the battery expulsion throughout the tyvek tray. There was no harm/injury to the patient. There was a delay of a few minutes while they got a new unit to complete the procedure. Due diligence is complete; no further information is available. There was no adverse event associated with this malfunction.